Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous elevated blood (bg) glucose levels ranging from 200-400 mg/dl, and moderate ketones. The customer alleged that the pump caused the elevated bg; however, specific cause was not clarified. Reportedly, customer reverted to manual injections for alternate insulin therapy.